Manufacturer narrative:
The patient experienced the peritonitis on an unspecified date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis and subsequently died. On an unreported date, in the same month as the receipt of this report, the patient was admitted to the hospital with abdominal pain and back pain and was diagnosed with fungal peritonitis. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (dose, frequency, and route were unknown). During the hospitalization, the patient¿s condition worsened. The patient was unresponsive to the antibiotics and on an unknown date, the patient¿s pd catheter was surgically removed. Subsequently, the patient passed away, the cause of death was reported to be due to a heart attack. It was not reported if the patient recovered from the peritonitis prior to death or if physioneal therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.